Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2022, the four (4) t-4 screwdrivers from the va hand sets did not fit into the screw head recess. No further information provided. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: manufacturing location: supplier- bachler feintech / monument manufacturing date: december 13, 2021, part: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot: 97p6251 (non-sterile). Action was initiated at incoming inspection I, for one piece with an oversized flat width. The remainder of the lot was 100% inspected for this feature and determined to be conforming. One piece was scrapped in cell at laser mark, for an incorrect laser etch position. Six pieces were scrapped in cell at vendor tin coat, for destructive testing. Fourteen pieces were scrapped in cell at incoming inspection ii, for unacceptable surface finish ¿ dings/scratches. Production order traveler met all inspection acceptance criteria apart from the twenty-two pieces noted. Inspection sheet, incoming inspection met all inspection acceptance criteria apart from the one piece dimensional and the fourteen piece cosmetic failures noted. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from bachler feintech was reviewed and determined to be conforming. Heat treat inspection certificate supplied to bachler from harterei schmid ag was reviewed and determined to be conforming. Hardness certified. Inspection certificate supplied to (B)(4) from (B)(4) was reviewed and determined to be conforming. Certification of analysis supplied by ionbond was reviewed and determined to be conforming. Certificate of compliance supplied by general machine was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.